Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure an ophthalmic tip of a cannula was dislodged and was removed the same surgery by increasing the incision and it was closed with a suture. There was no harm to the patient.

Manufacturer narrative:
One opened soft tip cannula loose in a blister was received for the report of the soft tip dislodged from the cannula and a enlarged incision needed sutures. The sample was visually inspected and found to be nonconforming, the soft tip detached from the cannula. Unable to determine if there was presence of adhesive in the ID of the cannula and there was no presence of adhesive on the soft tip tubing. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation confirms the soft tip dislodged from the cannula reported by the customer. Since the sample was returned opened, how and when the soft tip dislodged from the cannula cannot be determined from this evaluation. The investigation could not conclusively rule out a possible manufacturing related cause; due to the presence of adhesive, within the ID of the cannula, unable to be determined and no adhesive on the detached soft tip. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).